Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and tremors. The patient was taken to the hospital and when a fingerstick was taken the cgm was reading 3.1 mmol/l and the blood glucose reading was 1.5 mmol/l. The patient was treated with intravenous glucose or fluids. It was unknown how much time the patient spent at the hospital, but at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.